Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please describe the damage to the packaging. Did the damage compromise the sterility of the device? The packaging was ripped. So yes, the sterility was compromised and the device couldn¿t be used.

Event description:
Packaging issue: it was reported that during a laparoscopic bypass procedure, the packaging was damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2017. Batch # m53g3f. The analysis results found that the cdh25a device was returned outside its package. In addition, only the tyvek was returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging , a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release.the information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.